Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual evaluation could not be performed. Functional testing to recreate the reported event could not be performed because the product was not returned. The device had been placed on an unknown tooth location for an unknown period of time. X-ray or picture images were not provided. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. Complainant reported that the abutment loosened. The product was not returned; the reported complaint could not be verified due to lack of definitive evidence. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, lot number unknown / not provided, last name unknown / not provided. Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the abutment has loosened and will not stay tightened.